Manufacturer narrative:
The device will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices. In addition, declaration of the ert indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Event description:
Boston scientific received information that this pacemaker displayed the elective replacement indicator (eri) and indicated that less than 0.5 years of longevity was remaining. There was a concern that the battery had depleted earlier than expected. After the device was successfully replaced, it was discovered that the battery status had changed to an estimated longevity of 1.5 years. No adverse patient effects were reported.

Event description:
The device was returned.